Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection. On (B)(6) 2022, the patient went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. Her highest blood glucose level ranged between 600 - 700 mg/dl. Moreover, she had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Reportedly, she believes that her scar tissue was casing the insulin to not get in. The infusion had been used for about one day. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, a pain medication, gastrointestinal medication, and unspecified medication (drug name unknown) intravenously as corrective treatment. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Previously, the patient experienced occlusions 2-3 times a week in the last 6 months. For two events the patient's blood glucose level got over 500 mg/dl which they tried to treat with multiple daily injection and was hospitalized on an unknown date. Further, she was transferred to the intensive care units both times. Her highest blood glucose level was around 600-700 mg/dl. The patient had high ketone levels which her healthcare professional assessed as dangerous/life threatening. During hospitalization, the patient received fluids of saline, insulin, a pain medication, gastrointestinal medication, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. For both the events, the patient was hospitalized for three days. No further information available.